Event description:
The dentist reported that 3 months after the dental implant was installed in intra-oral region #12, it was verified its non osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed.